Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the status bar rises on the system startup screen, but it does not start on the final screen. Rse also found the same error after restarting. Rse found this issue to be with software failure and requested onsite support. The philips field service engineer (fse) visited onsite and checked the main control pc. To resolve the issue, fse reinstall the main control pc, returned the settings and checked the operation. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.